Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm mitral valve has been placed under evaluation for a valve-in-valve procedure after an unknown implant duration due to stenosis.

Event description:
It was reported that a patient with a 27mm 6900ptfx mitral valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 11 years, 5 months due to stenosis.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: a1, a2, a3, b5, d1, d2a, d2b, d4, d6, g3, g6, h2. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.